Manufacturer narrative:
C-arm stopped rotating. Malfunction occurred during procedure and the patient was under anesthesia. There was a 30-40-minute delay due to the technical support call. The physician completed the procedure with an alternate method. No patient injury reported. Excerpt from clarification email dated (B)(6) 2020, from healthtronics customer service related to the description of the surgical delay: "the c-arm stopped rotating (clock started) the tech called ht for technical support and spoke with an fse. The fse cannot provide a phone fix and the c-arm is part of the unit. The tech and doctor were able to use the lithodiamond to perform a cysto to finish the treatment. The case was completed, not aborted. The delay 30-40 minutes was from the time the c-arm stopped rotating to the start of the cysto."

Event description:
C-arm stopped rotating.